Event description:
It was reported that the cartridge tubing severed and broke off near stem of pigtail. The customer's blood glucose level was 117-118 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.